Manufacturer narrative:
H10: the machine was evaluated on-site by a qualified baxter technician. A visual inspection was performed, and it was noted that one front wheel was broken. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the reported condition could not be determined. To correct the condition, the wheel was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the front wheels of an ak 96 machine were damaged, and the machine was tilted. The machine was at a risk of tipping over. This was noted during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.